Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Event description:
Related manufacturing reference: 3008452825-2023-00159. During an atrial fibrillation ablation procedure, a pericardial effusion occurred which required a pericardiocentesis. The physician believes the perforation occurred either during the transseptal puncture or during the pulmonary vein isolation. The physician had just completed isolating the pulmonary veins when it was noted that the patient became hypotensive and an echo was performed which diagnosed the effusion. Approximately 250ml of blood was removed which stabilized the patient. The procedure was successfully completed and the patient is doing well post procedure. There were not any performance issues with abbott devices.